Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had chills was sweating had weakness and fatigue. The patient had developed an infection. The system was explanted. There were no immediate complications during the procedure. No patient symptoms were reported.